Event description:
It was reported that during a proximal left circumflex stenting procedure, after implantation of a 4.0x12mm xience xpedition stent a proximal edge dissection occurred, along with electrocardiogram changes and some unstable angina. A myocardial infarction was not diagnosed. A 4.0x08mm xience xpedition was implanted, overlapping the 4.0x12 xience xpedition. Additionally medication was provided and the event was noted to be resolved. Post procedure, the patient experienced a slight elevation in creatinine kinase-myocardial band (ck-mb), less than 2 times over the normal upper limit. No treatment was reported and one day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of angina and dissection are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.